Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause and bg level were unknown. Subsequently, the customer was hospitalized; no information pertaining to treatment received was provided. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge, infusion set tubing and infusion set cannula. Reportedly, at least one pump supply in use at the time of the event was used outside of labeling. Multiple contact attempts were made to obtain additional information regarding the issue; however, no response was received from the customer.